Event description:
The customer reported that during an abdominoplasty, the device jaws could not be re-opened while applied to tissue. The surgeon manually removed the instrument with no tissue damage or pt injury. The surgeon opened another instrument to continue the procedure. The device was returned for evaluation with the knife blade exposed.